Manufacturer narrative:
The last calibration was performed on 09-jan-2021, the calibration signals are slightly higher than expected for signal 1 and lower than expected for signal 2. The qc data provided was acceptable. The alarm trace had sample short alarms for the day of the issue. These are indicators of poor sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys ft4 ii assay result for one patient with the cobas 6000 e 601 module. The initial result was 0.760 pmol/l. The sample was repeated 2 days later after being questioned by the clinician with a result of 22.91 pmol/l. The reagent lot number and expiration were requested but not provided.